Event description:
It was reported the device reached premature battery depletion for no apparent reason. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis found a high current drain level. Upon further analysis, the high current drain was confirmed. Analysis also confirmed an anomalous reference voltage. The anomaly was narrowed to a die stack containing a pacing and regulator ic (integrated circuit). However, the high current drain had disappeared and the ic could not be confirmed as anomalous as it was damaged during analysis.

Event description:
It was reported the device reached premature battery depletion for no apparent reason. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.